Event description:
Report received from the USA stating that the device was not functioning. The device was being used during surgery. There were no injuries; however, it is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).